Event description:
It was reported that they were having issues with their controller not charging their implanted neurostimulator. Patient said the issue had gotten worse over the last 4 months, but yesterday the controller wouldn't let them do anything. Patient described the controller would say the implant was ready for charge, but when they plugged in the recharger, the controller battery would be at 100% and recharging excellent, but then a couple minutes later the screen would say battery empty, cannot continue, recharge the controller. Patient confirmed the controller had gone all white before and they had to reset the controller a long time ago. Agent had patient remove the battery pack from the controller and plug controller into the ac power supply; patient confirmed controller powered on. Patient then reinserted the battery and confirmed green light was flashing above the screen. Patient inspected the recharging antenna cord/plug and said it looked good. Patient tried to start arecharge session of their implant, but reported poor recharge quality. Patient mentioned they usually could get excellent recharge quality, but they would have to keep moving around to get to excellent. Patient also mentioned they had two shoulder replacements and were not supposed to put their arm behind their back, so it was hard for them to get the paddle right over the implant. Agent asked, patient said the paddle would warm up in the relay box, but not abnormally hot. Patient was unable to get past poor quality, then reported battery low recharge implant. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient(pt) called back stating couple of months ago they received a new recharger telemetry module (rtm) because it was not working right. Pt stated nothing happens on the controller side, it just said it can't find the device and 'several bunch of other stuffs before that they couldn't recharge the controller. Agent attempted to clarify the issue. Pt stated that nothing is working, the controller was not telling them that they can go ahead and charge the ins, it just said 'cannot charge it this time'. Pt mentioned the controller won't charge the implantable neurostimulator(ins). During the call when pt turned on the controller they saw the no device found message. Agent reviewed information. Agent had pt to reset the controller using the ac cord. Pt confirmed the controller powered on, green light illuminated on the ac cord adaptor and green light on the controller after the battery pack was reinserted. Pt also confirmed no visible damage on the controller compartment, port, recharger and connection pins. Agent had pt to clean the connection pins and start the ins charging session. Pt saw the poor recharge quality few times and agent told pt to press try again. Pt stated they had 1 fall almost a month ago, but it wasn't bad. Agent reviewed recharging best practices. Pt confirmed that they were able to charge the ins showed controller at 90% and ins has red line with excellent connection. Agent reviewed best practices. Troubleshooting steps taken on the call resolved the issue. Pt will call back if they are still having a problem.

Manufacturer narrative:
H3: analysis of recharger. Model # 97755-s. S/n: (B)(6). Reveled: high reading 100 low reading 89 white arrow is rubbing off. This does not impact on the functionality of the recharger. Found no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.